Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that noise was seen on the right atrial lead. The patient was asymptomatic. It was determined that the lead was functioning acceptably, so no intervention was performed.